Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found screen scratches, and liquid crystal display (lcd) panel failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the high-definition lcd monitor had no video output. The issue was found during inspection for use. There is no information given by the customer on the intended procedure, however, it was reported that there was no delay and the intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the lack of image issue was caused by a faulty lcd display unit. However, the specific cause of the faulty lcd display unit was not established at this time. Olympus will continue to monitor field performance for this device.